Manufacturer narrative:
The device was received with no evidence of pt contact. Visual inspection showed that the device was in mfg position. Opaque materials were observed in the inflation tube and inside the balloon, probably contrast. An attempt to inflate the balloon found that the catheter lumen was blocked, probably by dry contrast. Inflation and deflation time increases when contrast is used to inflate the balloon. It is unk if the contrast solution used was diluted, 100% contrast solution would be more viscous and may cause difficulty to inflate/deflate balloon. The review of he lhr (lot f1317805) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the probably cause of difficulty to inflate/deflate balloon could not be confirmed and the root cause could not be determined.

Event description:
The following info was reported: physician was testing balloon before inserting into pt, the balloon crimped and would not deflate to normal structure to use on pt. Physician used another device which worked great.